Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 506 mg/dl and 179 mg/dl within 10 minutes. Reported readings of 506 mg/dl at 8:05pm, 179 mg/dl at 8:07pm and 198 mg/dl at 8:16pm. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.